Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to exit the "change battery" mode even after attempting to clear alarm and change battery. After troubleshooting and cleaning battery compartment, display screen went blank. Customer's blood glucose was 141 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarms noted during our testing however, the battery tube power board was found corroded. The insulin unit had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.